Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with unknown indi cation. It was reported that during tlif procedure flex arm was damaged. When the turn knob is untighten, it remains in the same position at it was. It was stuck in that position. The flex arms never come in contact with the patient. They were used to hold a retractor in place. The retractor was the part that comes in contact with the patient. The instrument does not break. There was no patient symptoms, or complications as a result of this event. No additional surgery, or treatment performed as a result of this event. The event did not lead to or extend patient hospitalization. Product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported.

Manufacturer narrative:
Product analysis: visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened but the link to the small knuckle appears to be very rigid after loosening. The knuckle will not loosen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.